Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcated stent graft system was implanted in a patient for the endovascular treatment of a 77mm abdominal aortic aneurysm. Four non-mdt stent grafts were also implanted during the procedure. It was reported that CT performed six days later, showed that the non-mdt left limb had completely separated from the main stent graft body, even though an overlap of three stents was performed at the time of the index procedure. A secondary intervention was carried out and bridging was performed between the limb of the main stent graft body and the detached stent graft limb. It was confirmed that the endoleak resolved and the procedure was completed. As per the physician, the cause of the event was due to patient anatomy. The patient¿s common iliac artery was reported to be severely tortuous and it was thought that when the wire was removed during the index procedure the limb separated when the vascular morphology returning to normal. No additional clinical sequelae were reported and the patient is fine.